Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed heparin-induced thrombocytopenia (hit). Heparin was withheld. Additionally, the patient had sanguineous drainage from the right pleural chest tube. Multiple transfusions were given and CT was done to assess for the source of the bleed. The patient continued on support until successfully weaned from the pump as planned.

Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details provided. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.